Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced a leakage event when the cannula was removed. The patient developed an infection and required treatment with antibiotics. Minor pain or a burning sensation was associated with the injection site, usually when a new cannula was used at a new injection site. No further information available.